Manufacturer narrative:
The device was returned but a portion of the ring was cut and missing which made analysis impossible.

Event description:
The doctor was retracting the malyugin ring into the inserter when the ring broke at the glue joint and folded underneath the iris. The ring had to be cut to be removed. There was no impact to the pt.